Manufacturer narrative:
The additional prostar device mentioned is captured under a separate medwatch report number. (B)(4). The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature title : percutaneous repair of aortic aneurysms: a prospective study of suture-mediated closure devices.

Event description:
It was reported through a research article identifying 8f and 10f prostar xl closure devices that may be related to the following: failure to achieve hemostasis, difficult to insert, missing sutures and needle deflections which may result in surgery, tissue damage, pseudo-aneurysm, manual compression and hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, titled: "percutaneous repair of aortic aneurysms: a prospective study of suture mediated closure device".

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. The article noted that the suture-mediated prostar xl device (8f,10f) can be used off-label to percutaneously close large access sites up to 24 or 26f. It should be noted that the prostar xl instructions for use (IFU) states: access sites larger than 10f require the use of the ¿preclose¿ technique. A conclusive cause for the reported patient effects of pseudoaneurysm, tissue damage, and the relationship to the product, if any, cannot be determined. The subsequent treatment of additional therapy/ non-surgical treatment and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: literature title : percutaneous repair of aortic aneurysms: a prospective study of suture-mediated closure devices.